Event description:
Per the clinic, the patient developed skin infection at the implant site. Subsequently, the patient underwent a revision surgery (specific date not reported) to clean the infected wound. Additional information has been requested but has not been made available as of the date of this report.